Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), nausea ("nausea"), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, fatigue, nausea, weight increased and headache outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, headache, nausea, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("excessive and abnormal bleeding") in a 26-year-old female patient who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test" in (B)(6) 2014. The patient's medical history included ovarian cyst, depression in (B)(6) 2013, pre-eclampsia, gestational diabetes, hemorrhage postpartum and cholecystectomy. Concurrent conditions included obesity, unspecified. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2013 to (B)(6) 2014, escitalopram since 2011 and trazodone from (B)(6) 2013 to (B)(6) 2014. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"), allergy to metals ("hypersensitivity to nickel") and dysmenorrhoea ("dysmenorrhea (cramping)/my stomach always cramped like period cramps where my tubes") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) due to severe pain"), feeling abnormal ("brain fog") and vaginal discharge ("vaginal discharge") and experienced ovarian cyst ("ovarian cysts"), lasting 1 year. In (B)(6) 2014, the patient experienced furuncle ("boils under arms"). In (B)(6) 2014, the patient experienced urinary tract infection ("uti") and urinary incontinence ("incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), fatigue ("fatigue"), headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and depression ("worsened depression"). The patient was treated with surgery (she underwent total vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, fatigue, headache, menorrhagia, vaginal haemorrhage, allergy to metals, female sexual dysfunction, dysmenorrhoea, feeling abnormal, furuncle, vaginal discharge and urinary incontinence outcome was unknown, the genital haemorrhage, abdominal pain lower, nausea, alopecia, urinary tract infection and ovarian cyst had resolved and the weight increased and depression was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, furuncle, genital haemorrhage, headache, menorrhagia, nausea, ovarian cyst, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 241 lbs. Insertion details: essure device was inserted without difficulty with 3 trailing coils appreciated. Attention was then turned to the right tubal ostia where the essure device was inserted without difficulty with 3 trailing coils appreciated. The patient tolerated procedure very well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, depression, lower abdominal pain, nausea, back pain and ovarian cysts." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2019: reporter information was added. This case concerns 26 year old patient. Her demographic was added. Her historical and concurrent conditions were added. Essure indication was amended. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), hypersensitivity to nickel, apareunia (inability to have sexual intercourse) due to severe pain, dysmenorrhea (cramping)/my stomach always cramped like period cramps where my tubes, hair loss, uti (urinary tract infection), brain fog, worsened depression, boils under arms, ovarian cysts, vaginal discharge, incontinence, she did not undergo any essure confirmation test were added. She had recovered from ovarian cysts, hair loss, abnormal bleeding, cramping, uti (urinary tract infection), nausea and recovering from events: depression, weight gain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("excessive and abnormal bleeding") in a 26-year-old female patient who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test." In (B)(6) 2014. The patient's medical history included ovarian cyst, depression in (B)(6) 2013, pre-eclampsia, gestational diabetes, hemorrhage postpartum and cholecystectomy. Concurrent conditions included obesity, unspecified. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2013 to (B)(6) 2014, escitalopram since 2011 and trazodone from (B)(6) 2013 to (B)(6) 2014. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"), allergy to metals ("hypersensitivity to nickel") and dysmenorrhoea ("dysmenorrhea (cramping)/my stomach always cramped like period cramps where my tubes") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) due to severe pain"), feeling abnormal ("brain fog") and vaginal discharge ("vaginal discharge") and experienced ovarian cyst ("ovarian cysts"), lasting 1 year. In (B)(6) 2014, the patient experienced furuncle ("boils under arms"). In (B)(6) 2014, the patient experienced urinary tract infection ("uti") and urinary incontinence ("incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), fatigue ("fatigue"), headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and depression ("worsened depression"). The patient was treated with surgery (she underwent total vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, fatigue, headache, menorrhagia, vaginal haemorrhage, allergy to metals, female sexual dysfunction, dysmenorrhoea, feeling abnormal, furuncle, vaginal discharge and urinary incontinence outcome was unknown, the genital haemorrhage, abdominal pain lower, nausea, alopecia, urinary tract infection and ovarian cyst had resolved and the weight increased and depression was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, furuncle, genital haemorrhage, headache, menorrhagia, nausea, ovarian cyst, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 241 lbs. Insertion details: essure device was inserted without difficulty with 3 trailing coils appreciated. Attention was then turned to the right tubal ostia where the essure device was inserted without difficulty with 3 trailing coils appreciated. The patient tolerated procedure very well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, depression, lower abdominal pain, nausea, back pain and ovarian cysts." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), nausea ("nausea"), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, fatigue, nausea, weight increased and headache outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, headache, nausea, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.